Event description:
A trilogy100 ventilator was returned to the manufacturer for foam replacement per field action: c&r 2021 (B)(6).. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that there were no peeling or deterioration of the foam. Error code 210 (cell under voltage) and 282 (internal battery depleted) was found in the ventilator's downloaded error log. The device's battery needs to be replaced to address the issue. The inlet air path foam was replaced per remediation.